Manufacturer narrative:
It was initially reported in the q4 2017 asr report for exemption e2014007 that there were 5 instances of phantom motion of the unit (report identification numbers (B)(4)). Upon completion of the investigations, it was determined the units were actually drifting down after the button was released. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was initially reported in the q4 2017 asr report for exemption e2014007 that there were 5 instances of phantom motion of the unit (report identification numbers (B)(4)). Upon completion of the investigations, it was determined the units were actually drifting down after the button was released. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.